Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported insulin leak, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone15.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient¿s blood glucose levels increased above 250 mg/dl after approximately 36-48 hours of pod wear on the hip/buttocks. No specific blood glucose levels were reported. The mother further reported that the pod was observed to leak during wear. Reported symptoms included yellow vision and moderate ketones, which prompted the mother to seek medical attention. The patient was admitted to the hospital and diagnosed with hyperglycemia. No information was provided regarding treatment during hospitalization. The patient was discharged the same day.